Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(4), product type: lead; product ID: 977a260, serial#: (B)(4), implanted: (B)(4), product type: lead, product ID: 977a260, serial#: (B)(4), implanted: (B)(4), product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(4), product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 25-mar-2023, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(4), ubd: 25-mar-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient runs the device above perception and after attending a wedding on (B)(6) 2019, the patient can no longer feel stim and was not receiving pain relief. The rep said dancing was a possible contributing factor. The patient had an appointment for (B)(6) 2019 with a rep. Additional information received from a manufacturer representative (rep). It was reported that the cause of the loss of stim was believed to be related to the leads migrating out of the epidural space. No actions taken since surgical intervention would have to occur to regain the epidural space. Attempts to program and increase amplitude did not provide any stim. Loss of stim is not resolved. No further complications were reported.